Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer declined repairs, and the device was returned without repair. The customer was informed their device is not approved for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control for a repair of their device. Upon initial evaluation, physio-control observed that the device had logged an event code into its memory that is indicative of a failure of the device to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.